Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead oversensed noise causing the patient to loose consciousness. The patient underwent a device replacement procedure earlier that day and it was suspected the insulation was damaged. Another procedure was performed where the lead was surgically abandoned and replaced without incident.